Manufacturer narrative:
Additional information: h6 (type of investigation and investigation findings), h10 (roi). H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. An image and a video were provided. The reported problem was confirmed with a visual inspection. The screen turns off. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a visual inspection, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to video distribution board. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence tablet screen turns off for about 2-3 minutes during the initial burring step. The sales rep tried to troubleshoot unplugging and replugging the connector wire between the tablet and cori console, but the screen remained dark. Also, all connector wires were checked to ensure they were properly seated, but all indicated power. Then it was attempted to turn off the cori console, but it was not possible as the blue man icon did not appear. Eventually, the cori console was turned off and on using the electrical switch located at the back of the machine, but surgeon decided to switch to conventional procedure instead, completing it after a non-significant delay. After the engineer's inspection, it was found that when switching to another tablet, the same issue occurred; therefore, it is suspected that the problem may be caused by the cori console.